Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer was hospitalized with a low blood glucose of 3.2 mmol/l, and the mother felt that the insulin pump over delivered. The mother believed that there was air between the piston and the reservoir, and this is what caused the over delivery. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the displacement test. Nothing further was reported.